Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a gradual increase in pacing impedance measurements from 900 ohms to 1,800 ohms. There was also a note of increased threshold measurements. The physician suspected lead fracture. Technical services (ts) discussed this could be a lead tip/tissue interface issue since the threshold measurements were high when impedance was lower. Ts suggested trying to pace the patient for a couple minutes to see if this changes anything. Ts also discussed that a new pace/sense lead might be all this patient needs. There were no adverse patient effects reported. No pacing inhibition, no loss of capture and the patient was zero percent paced. This patient will be followed up in the near future for lead replacement. Subsequently, additional information was received that a lead revision was performed. This rv lead was surgically abandoned. The fluoroscopy of this rv lead revealed possible lead fracture. There were no adverse patient effects reported.

Manufacturer narrative:
This rv will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.